Manufacturer narrative:
Concomitat medical products: dextrose 5% 50ml bag (baxter); phaseal injector (bd n35cmulti); td unk. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a leak and separation occurred during attachment of the tubing to the patient sometime between (B)(6) and (B)(6) 2018. In the pharmacy, a closed system adapter was attached to a dextrose 5% 50ml bag. The tubing was then attached to the closed system adapter, and the tubing was then primed with approximately 26mls of dextrose 5% after which it was capped with a closed system injector. Drug was then added to the bag, the bag was checked, and dispensed to nursing. There were no obvious signs of the tubing having separated at the y-site. The user reported that during attachment of the tubing to the patient¿s port, the tubing had separated and leaked. There was no harm to the patient, pharmacy or nursing staff as a result of the event.

Event description:
The customer reported that a leak and separation occurred during attachment of the tubing to the patient sometime between (B)(6) 2018. In the pharmacy, a closed system adapter was attached to a dextrose 5% 50ml bag. The tubing was then attached to the closed system adapter, and the tubing was then primed with approximately 26mls of dextrose 5% after which it was capped with a closed system injector. Drug was then added to the bag, the bag was checked, and dispensed to nursing. There were no obvious signs of the tubing having separated at the y-site. The user reported that during attachment of the tubing to the patient¿s port, the tubing had separated and leaked. There was no harm to the patient, pharmacy or nursing staff as a result of the event.

Manufacturer narrative:
The customer¿s report a leak and separation was confirmed. Visual inspection confirmed that the set was separated at the engagement between the tubing and the distal smartsite inlet port. Closer inspection of the separation under a lab microscope observed insufficient solvent at the end of the tubing. The root cause of the separation was insufficient solvent during the manufacturing process.